Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that customer hospitalized due to high blood glucose on (B)(6) 2021, with blood glucose of 600 mg/dl. Infusion set had bent cannula. The customer was treated with intravenous drip and insulin pump. Customer alleged insulin pump for under delivery. Displacement verification test passed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was used at the time of event. The insulin pump will not be returned for analysis.